Manufacturer narrative:
(B)(6). Patient date of birth/age and weight are unknown. Date of post-operative event is unknown. This report is for one (1) unknown helical blade. Without a valid part and lot number, the UDI is not available. The complainant part has not been explanted. As the device remains in the patient, an evaluation cannot be performed. (B)(4) used to report that the potential exists for instability of the construct due to the locking mechanism¿s malfunction. As specific part and lot numbers for the complainant helical blade were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for a femoral neck fracture on (B)(6) 2015 with the implantation of a short trochanteric fixation nail (tfn). Upon review of follow-up x-rays taken on (B)(6) 2016, the surgeon noticed that the locking mechanism on the tfn had collapsed and rotated. As the patient had fully healed, a revision surgery will not be required. At this time, the patient status is said to be "stable". This report is for one (1) unknown helical blade. This report is 1 of 2 for (B)(4).